Manufacturer narrative:
(B)(4). P-cap reservoir locks properly into place. Blank display due to moisture damage on j6 and connectors in pcb 1. After swapping with a test board, insulin pump powered on properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.

Event description:
Information received by medtronic stated that cracked at the back of the battery compartment and customer went swimming with the pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.